Event description:
I had this restore intraocular lens placed into my eye. Within a month it had to be emergency removed. I have suffered eye sight loss due to this defective dangerous lens. In fact according to alcon's own records I had to have another lens placed in my eye to replace the defective lens 30 days prior. I provided clear and concise evidence and factual documentation that the lens was defective and sent them numerous documents of the dr's records. Clearly this item is defective; it had to be removed twice, and placed back into the eye two times (two surgeries). Why would they give me two different medical identification cards with different size lenses? They stated after they received my medical records that clearly show I suffered horribly in intense pain and massive reduced vision. Worse, after surgery they said they would give me a determination based on my medical records. After not hearing a response months after they promised to do so. I called repeatedly until 5 months later they responded in letter dated 01/27/2017 that "alcon is not able to offer compensation per your request." They ignored all medical proof I submitted. I had requested compensation for a lifetime of limited eye sight as a result of this defective device in my eye. The cost was (B)(6). I requested a refund for each eye. They refused to refund my out of pocket expense. Therefore supporting they know the device is defective and don't want to refund the money. In addition they failed to address the defective lens and horrible pain I had to suffer at the expense of this dangerous defective device. Instead they sent me back medical documentation in a broad spectrum that does not address my defective lens whatsoever. If I had seen this documentation before I had the surgery I would never have had it. They failed to notify me of the danger before surgery! I am requesting a refund and compensation. Stand behind your product! I will continue to inform the public of this dangerous defective product!